Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparascopic cholecystectomy procedure, there were malformed clips after firing on the cystic duct. Surgeon removed clip and then re-fired using the same device. Case completed. No adverse event to patient. No delay in surgery. Surgeon commented that he may have put extra torque on the device when firing. This was done during product evaluation.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.